Event description:
It was reported the springs on the stretcher's safety bail had broken. The complainant confirmed there was no injury or adverse event associated with the alleged issue. Replacement springs were provided and the stretcher was repaired and returned to service.